Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an arthrsocopic rotator cuff repair surgical procedure, it was observed that the tips of the arthroscope were blackened when the surgeon used the vapr coolpulse90 electrode device. It was reported that the device was brand new and its first use when the issue occurred. It was reported that the surgeon suspected that the reported device possibly burned the tip of the arthroscopes or that soft tissues might have adhered to the tip. It was also reported that it was the third time for him to use vapr vue. The device was discarded at the hospital. It was reported that the surgery was completed with a 10-15-minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.